Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Covidien (B)(4) ra reports via e-mail, customer found a hair in the syringe prior to use. No pt involved or harmed. No other info has been made available by customer in (B)(6).